Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-80985 for the report under the sensor.

Event description:
The customer stated that he lost consciousness and was treated by the paramedics due to a low blood glucose reading of 30 md/dl. Prior to the event, his sensor glucose read 270 mg/dl, but his actual blood glucose reading was 77 mg/dl. The customer stated that he never received any low alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. The customer requested additional training. Nothing further was reported.